Event description:
According to the reporter: when the camera was removed, the seal of the cannula broke off. Was removed from the patient cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).